Manufacturer narrative:
This follow-up MDR is a late filing. It was inadvertantly missed in may 2021. The customer-reported issue of an irregular pressure waveform was confirmed by reviewing the supporting documentation provided by the hospital and was reproduced during the extended observation run. Although the waveform was observed to be steep during the observation run, syncardia has no set criteria or tolerance window for the steepness of this waveform. Steep right pressure waveforms have been observed and investigated before where the root cause was attributed to a malfunction of the electronic pressure regulator. Irregular pressure waveforms are currently being addressed in a corrective and preventive action (CAPA). Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an irregular pressure waveform while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a back-up driver.